Manufacturer narrative:
Product ID 97755-s serial# (B)(6): product type recharger was analyzed and found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported the device was not working and telling them on the screen the battery needs to be replaced. The issue began 2 weeks ago. Patient mentioned the message appeared more than once and appears when they were trying to charge their controller. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed connect the recharger. Controller showed 100% and ins empty recharging excellent. Patient mentioned controller did not power on but controller was flashing with a green light. Agent instructed patient to remove recharger from the controller and controller showed cable disconnected. Agent instructed patient to clean recharger pins and controller port then start a charge session. Controller showed implant was recharging excellent. During the troubleshooting, patient mentioned the back cover is not available and they did not have the cover with them. The issue was not resolved. An email was sent to repair to replace the recharger and controller back cover. Agent observed patient confusion throughout the call.

Manufacturer narrative:
B3: event date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s, serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.